Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the cause was not confirmed. Nothing could be confirmed as an issue via recent x-rays and impedance issue on contact #10 only presented during the upper torso rotational movement to the left as described in the patient's notes. Currently issue has resolved; patient confirmed on (B)(6) 2010.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had an intermittent shocking/jolting sensation on the entire right side of her body that did not occur when the device was off. The patient was reaching for a drink with her right hand when she felt the jolting sensation on the ins pocket and across her right side and back. An out of regulation (oor) message was seen. Resetting the controller did not resolve the oor. No falls or trauma contributed to the issue. An impedance assessment was done and all values were under 1,000 ohms. No jolting sensation was reported at this time. Another impedance test was done with the patient reaching with her right hand and impedances on contact 10 were now > 40k ohms. The sensation was felt while the patient was reaching. Contact 10 was used in programming, so it was advised to reprogram avoiding that electrode. No further complications were reported.